Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date. Additional information has been requested.

Event description:
The tip of the drill bit broke off in the pt's shoulder. The drill bit could not be retrieved and was left in situ. The remainder of the drill bit was discarded.